Event description:
As reported by our edwards lifesciences japanese affiliate and through the japanese transcatheter aortic valve implantation (tavi) registry reporting system, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, post valve deployment and after withdrawal of the 14fr esheath+, the patient's blood pressure decreased. An aortogram performed revealed hemorrhage from the right iliac artery. The hemorrhage was due to a vessel injury. An artificial blood vessel replacement was performed to treat. It was noted that there was resistance encountered during advancement of the delivery system with valve through the esheath+. Approximately 5 days post tavr procedure, the patient outcome was determined as recovering.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the sheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the difficulty advancing the delivery system with valve through the esheath+ that resulted in a vessel injury requiring an intervention to treat was unable to be confirmed. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with the delivery system. The root causes identified in the technical summary were reviewed and undersized vessels was identified as the root cause applicable to this event. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As reported, "minimal lumen diameter (mld) was 5.2 mm", which is less than the required 5.5 mm mld for use of a 14f esheath+. In this case, available information suggests that patient factors (undersized vessels) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventive actions are required at this time.